Manufacturer narrative:
No complaint was observed with the return of the device. Failure event observed during analysis. Final analysis found a site of clavicle crush damage was noted at 26.0 cm from the distal tip.the lead was crushed and bent; however, lead body insulation and inner coil were not damaged in this region.

Event description:
This report is to advise of an event observed during analysis.